Manufacturer narrative:
The device was received for evaluation. During evaluation, the ok button was stuck and not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be the keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device ok button was stuck and would not work. No additional information is available.